Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of above 600 mg/dl. Customer other blood glucose value were 592 mg/dl and 61 mg/dl. Customer also issue with bent cannula and declined troubleshooting for bent cannula. The customer was treated with manual injection twice. The device will be returned for analysis.